Manufacturer narrative:
Continued d.11. Concomitant therapies: citraline. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported prior to injection patient was pretreated with hibisol and then injected to the lip stick lines and top lip with juvederm volbella with lidocaine. After injection patient used ice. Twelve weeks later patient returned for botox and reported to the injector they had developed slight swelling to top lip. Over the next three days symptoms increased to significant swelling to top lip. Patient was treated with hyalase, 1ml nacl and 2mls 1% lidocaine, and ciprofloxacin. Symptoms are ongoing. Patient was taking citraline at the time of injection.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient additionally had "virus/flu like symptoms" not long after injection and the physician is not sure if it is related to the device or not. Symptoms have completely resolved.